Event description:
Reporter indicated a vns pt had high lead impedance readings prior to a vns generator replacement surgery. The pt later received a new vns lead and generator. The pt had no previous trauma and did not manipulate the vns. No x-rays were available. The pt had no clinical decline as a result of the high lead impedance. A battery life estimate for the generator yielded -0.51 years remaining. Paperwork received with the returned explanted lead and generator indicated the reason for the vns revision was generator end of service and a lead discontinuity. Product analysis of the lead and generator is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.